Event description:
The customer reported that a technician sustained a minor cut while wiping down the mylar ring cover on an ingenuity CT system. Additional information indicated that the technician was cleaning blood from the scanner when they sustained a small percutaneous puncture from the broken mylar. It was confirmed that the exposure involved blood positive for hepatitis c. An attempt was made to obtain the technician¿s post-exposure results; however, the information provided was that the results were ¿positive," without clarification as to whether this referred to the source blood on the mylar ring or the technician¿s own test results. Due to the lack of clarity regarding the test outcome, this event is being reported as a serious injury.

Manufacturer narrative:
Philips has started an investigation into this complaint. We will file a follow-up emdr at the completion of the investigation.